Event description:
I have been a user of amo complete moisture plus. One week ago, I began experiencing a minor irritation in my left eye. My eye became very sensitive, with sensitivity to light and profuse watering. After a day of rest, the symptoms cleared and were reduced to the minor irritation. I went to my eye doctor the following day, and he is treating me for severe dryness. He believes it is a symptom of using the eye solution. Dose or amount: contact care. Frequency: daily. Dates of use: approx seven months in 2006. Diagnosis or reason for use: contact care. Event abated after use stopped or dose reduced: yes.